Event description:
In constant pain, cannot stand for more than 5 minutes at a time doing make-up or dishes, cannot stand upright, is bowed over a little, has lost 1 inch in height, cannot sit for long periods.